Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a maxzero leak occurred when the user accessed the valve. There was no patient or nurse harm reported as a result of the event.